Manufacturer narrative:
D9: device received on 6/12/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated, and the cause of the issue was found to be a faulty camflex optical sensor. Replaced the camflex optical sensor to correct the issue.

Event description:
It was reported that the error code 41622 was displayed. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.